Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function with 5 devices. There was no reported patient impact. The following information was provided by the initial reporter: the rubber didn't extend to wrap the needle automatically after puncturing the blood collection tube.

Manufacturer narrative:
H6: investigation summary: bd received 3 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve recovery with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for sleeve recovery with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function with 5 devices. There was no reported patient impact. The following information was provided by the initial reporter: the rubber didn't extend to wrap the needle automatically after puncturing the blood collection tube.